Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to minor pain from a small opening on scrotum at the pump site. The patient had his inflatable penile prosthesis (ipp) 15 cm cylinders and pump removed and replaced with a spectra penile prosthesis. A mulcahy washout was performed and the old reservoir was left in place. The physician will keep monitoring this patient and evaluate for a replacement in the next 4-6 months. Should additional information be received a supplemental report will be submitted.